Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was damaged. The customer¿s blood glucose level was unknown at the time of the call. The customer reported while connecting the transmitter to the sensor the green led light doesn't blink. He removed the sensor and realized that he is missing the electrode. The customer was advised the sensor will be replaced.